Manufacturer narrative:
Concomitant medical products: esbf2314c103, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.1 mm in diameter abdominal aortic aneurysm. It was reported that, twenty days post index procedure, the patient experienced discomfort in the right leg and the endurant ii stent graft right limb was occluded. The physician noted that it was a constriction near the flow divider that caused the occlusion due to limited flow. The stent graft was compromised by the issue in the aorta. The physician performed an intervention where another manufacturer's stent was placed at the level of the flow divider and relined the lower length of the limb. The occlusion was resolved. No additional sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of the reported limb compression leading to occlusion could not be conclusively determined. The pre-implant anatomy information, films during the implant procedure, and additional films during the secondary intervention were not provided. From the post-implant still images provided, ipsilateral limb was confirmed to be compressed near the flow divider. No contrast injection was seen done from the images provided, so the flow dynamics and reported occlusion could not be assessed or confirmed. It is possible that the patient anatomy, like narrow flow lumen diameter near the flow divider, may have contributed to the event; however, it cannot be confirmed as the pre-implant anatomy information was not provided.